Event description:
A vantage point syringe used for tb, tuberculosis, testing was missing the bevel. This was caught before using it on a patient. The defective syringe was given to a supervisor in materials management.

Event description:
The involved product was received and submitted for testing against quality assurance specifications. The investigation showed the needle to be inverted in the needle holder. An investigation results letter was sent to the facility confirming the complaint. We also performed a review of the device history record and no anomalies were noted. A recent post-production review shows that our current risk analysis is adequate.